Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, a catheter array inversion occurred. Fluoroscopic imaging revealed that the catheter loop appeared abnormal at the exit of the sheath, as if it was not fully deployed, despite the slider being at the end of its course. Resistance was encountered when attempting to retract the catheter into the sheath. The risk of a noose was explained, and the physician elected to replace the catheter to resolve the issue. The patient was under general anesthesia, and the case was completed without any reported symptoms, complications, injuries, or adverse outcomes. No medical or surgical intervention was needed to prevent permanent impairment, and hospitalization was not extended. No patient complications have been reported as a result of this event.